Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded after use. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that following a combination pulse field ablation (pfa) and left atrial appendage implant procedure using a farawave pfa catheter the patient experienced a stroke. During the procedure the patient received pfa ablations to their pulmonary veins and a watchman implant was placed in their left atrial appendage. No air or thrombus was observed in the patient during the procedure. When the patient woke up they reported right side weakness and visual impacts. An MRI was completed and showed "foci of diffuse restriction in the left frontal lobe. Acute/ subacute ischemia". The patient did not require direct or immediate interventions but they were hospitalized for a week before being discharged to a skilled nursing facility. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns. Watchman gfe: (B)(6) 2024. 1. Was the pre-existing pericardial effusion known the day of the index procedure or was it chronic? Chronic. 2. Prior to implantation, was there thrombus or dense echo-contrast in the la/laa? No. 3. Was act out of range during procedure, after trans-septal puncture? (Range = 200-300 sec) no. 4. During the procedure, was thrombus, air, or other embolic particle noted at any point? No. 5. How long did the loss of vision/disturbances persist/did it resolve? Unknown exactly, per the apn on the day I received the information, visual issues were still a problem. 6. Did the patient require any interventions immediately to manage stroke (e.g., tpa, angiography, resuscitation, etc.), and what was the outcome for the patient? No 7. When in relation to the watchman implant was the pfa procedures performed (was wm first or last?) First. 8. Please confirm: patient was not on any antithrombotic or anticoagulant prior to the procedure? Asa only.